Event description:
It was reported to boston scientific corporation that an extractor pro rx retrieval balloon was used in the distal bile duct during a stone removal procedure performed on (B)(6) 2019. According to the complainant, during the procedure, the device was inserted and resistance was felt near the tip of the scope which made the device unable to pass through. Continued attempts were made, but resistance was still felt. Reportedly, the device was removed from the patient and it was noticed that the device tip seemed to be lifted and had fine slip. The procedure was completed with a non-bsc device. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: problem code 2981 captures the reportable issue of distal tip lifted. Block h10: although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed. Block h11: the initial report submitted on this event on (B)(6) 2019 was submitted in error, as the event does not represent an MDR-reportable scenario.

Manufacturer narrative:
(B)(4). Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that an extractor pro rx retrieval balloon was used in the distal bile duct during a stone removal procedure performed on (B)(6) 2019. According to the complainant, during the procedure, the device was inserted and resistance was felt near the tip of the scope which made the device unable to pass through. Continued attempts were made, but resistance was still felt. Reportedly, the device was removed from the patient and it was noticed that the device tip seemed to be lifted and had fine slip. The procedure was completed with a non-bsc device. There were no patient complications reported as a result of this event.